Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 1627487-2019-11499, 1627487-2019-11501. It was reported that patient had high impedance on the leads. As a result, patient underwent surgical intervention on (B)(6) 2019 wherein the leads and ipg were explanted and replaced. Effective therapy was restored post operatively.